Event description:
Baxter reported an incident of an infiltration at the facility. The pump was used on a patient and reportedly; the nurse found the skin on the arm of the patient "split apart close to the catheter insertion point". The nurse believed the cause was excessive pressure caused by the pump. No alarm conditions were experienced on the device. The condition of the patient is reported as "fine".